Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The top housing was observed to be cracked. No leaks were found along the fluid path. The linkage assembly, batteries, bottom pulley pin and the pcb were corroded. Due to the size of the crack in the top housing and location of the corrosion, it can be concluded that the cracks allowed fluid ingress into the pod and resulting in corrosion. The corrosion caused the batteries to be depleted and prevented download data from getting retrieved. The exact timing and cause of the cracked housing could not be determine. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl) while the pod was worn on the leg between 37 and 48 hours. Details regarding treatment were not reported. Upon investigation, it was discovered that the pod's top housing was cracked, and several other components of the device showed signs of corrosion.